Manufacturer narrative:
(B)(4). The customer reported that the error log is showing pneumatics module failed to cycle. Technical support informed the customer that the problem could be the air inlet transducer or the blended gas transducer, the customer reported they replaced the gde and alarms did not go away. The customer reported not ventilating, loss of air, low peep, low fio2 and low ve. When est is done it does not fail when gasses are disconnected and clock goes to 0 and screen does not change. The customer heard a weird noise when cycling power on/off. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable on the avea 2 ventilator. The customer reported that there was no patient involvement associated with the reported event.